Manufacturer narrative:
The affected sample was inspected upon receipt to confirm a burned v-cutter. The condition of the returned sample did not allow for electrical testing. A retention sample was inspected to show no anomalies with the device and a fully intact v-cutter and was electrically tested. No anomalies with the device were found and all electrical tests were within specification. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
Terumo cardiovascular was informed on (B)(6) 2022 that during vein harvesting, there was no cauterization on the device. At this time it was communicated that after the device was connected normally, it did not work, and there was no cauterization after several attempts. The device was replaced with a new product that worked normally after a 10 minute delay, and the surgery was completed successfully with no patient effect. Upon investigating the returned sample on january 19, 2023, it was discovered that the v-cutter component was burnt. Terumo conservatively assumes that the component was burnt while in contact with the patient, thus potentially causing an injury. With this discovery, this event is now considered reportable.